Manufacturer narrative:
This product is not marketed in the us. Visual inspection of the returned product found that the rod and the rod cap of the preloaded system passed over the lens and the lens was rotated, remained in cartridge, not reached to nozzle. Top flange was pushed down correctly. One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that when confirming the lens folded figure of a ks-3ai aq310a1, 13.0 diopter, preloaded injector, before injection the figure was abnormal and stopped use before injection. No patient contact.